Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified it to be underweight, a broken shell, non-penetrating nicks, and 50% of the shell was missing. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp edged opening with non-penetrating nicks assessed as surgical impact, and non-penetrating nicks. As 50% of the shell was missing the assessment is inconclusive.